Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock lead impedances (sli) measuring greater than 200 ohm since implant. It was noted that the presenting electrogram looks clean and there are no stored events. However, all daily sli are oor. A chest x-ray was ordered and the sales representative will test in the clinic. Technical services provided programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.